Event description:
The customer complained that a patient sample yielded false positive results with seraclone anti-a art. -no. 801325100, lot 7098090-09. The patient was supposed to have blood (B)(6). We are still waiting for the patient sample and the supposedly defective product. Therefore, our quality control laboratory tested the retained sample with different red cells of blood group b. All reactions were correctly negative. We did not observe any false positive reactions. Testing of the quality control laboratory confirmed the correct function of the allegedly defective lot of seraclone anti-a. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
(B)(4).